Event description:
It was reported that a male patient, born on (B)(6) ((B)(6)) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade (CT) requiring pericardiocentesis. During the procedure, a pericardial effusion was noticed. The effusion was discovered when the patient had a drop in blood pressure. The pericardial effusion was confirmed by intracardiac echocardiography (ice). Medical intervention provided was a pericardiocentesis and 565cc of fluid was removed. The patient was reported to be in stable condition but noted that the patient was on pressers to keep up their blood pressure. The physician thought the pericardial effusion may have occurred during a period of high force earlier in the procedure. Additional information was received on 21- jan-2022. It was reported that the event was discovered during use of biosense webster products. The physician¿s opinion regarding the cause of this adverse event is that ¿it was just bad luck¿. The patient had a drain put in place and stayed in the hospital for five days. The patient fully recovered. A transseptal puncture was performed with a baylis nrg needle. Prior to noting the CT, ablation was performed and there was no evidence of a steam pop. The event was noticed during the ablation phase. Flow setting was set according to the recommendation for the stsf catheter. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on the biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector and visitag. The visitag module parameters for stability were range and time with fti.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30669941l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).